Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed cycle. The bi was incubated for 9 hours. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators. One (1)-tubchx and 1-u9gh45 are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00226 and 2084725-2016-00227.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 12/14/2015 to 03/28/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Two used bis were returned for visual inspection. The labels were removed from the vial so the lot number could not be confirmed. One bi cap was removed with a broken media ampoule with blue staining in a crushed vial. The other bi cap was depressed, missing a ci disc, the barb on one retaining clip is flattened. A flattened or smashed barb may not retain the ci disc. There is yellow media in the crushed vial to confirm the suspected positive bi complaint. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with false positive from external contamination. No manufacturing related anomalies observed for suspected positive bi issue. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause for the suspected positive bi is user error. The nurse handling the bi stated she had likely contaminated the bi. Additionally, the retains product met specification, DHR review found no anomalies that would contribute to the issue, and lot history review found lot trending analysis result for was trending not exceeded. In regards to the missing ci disc observed during visual analysis of one complaint bi, it is unlikely that the issue was caused by a manufacturing issue in the cyclesure® product since the retains product met specification, DHR review found no anomalies that would contribute to the issue, and lot history review found lot trending analysis result for was trending not exceeded. Additionally, the unit serial number and subsequent bi result are not available. The customer stated unit service was not requested and no further issues occurred. A customer letter with the IFU will address bi handling. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.